Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained events showing noise. It was also reported that the lead was suspected to have fractured. Initially, the sensitivity was reprogrammed, but the lead was eventually replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.